Event description:
A 34mm amplatzer septal occluder (aso) was successfully implanted; however, when the patient awoke post-implant, the aso was found embolized in the right atrium. The patient was referred for surgery to remove the aso and repair the atrial septal defect.

Manufacturer narrative:
The aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.